Event description:
It was reported that suture placement of the prostar xl device was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 7 fr, the vessel was moderately tortuous and mildly calcified. Reportedly, during needle deployment, only 3 needles deployed and light resistance was felt during the drawing of the needles through the hub. An x-ray was taken and it was observed that the 4th needle made loops/coils inside patient's anatomy. Needle-backdown was performed and the prostar xl was removed successfully. A second prostar xl (from the same lot) was used and the sutures were deployed without issue. During the aaa procedure the sheath was upsized to 16f. After completion of the index procedure hemostasis was achieved with the prostar xl sutures. The report indicates that the second prostar xl was successfully deployed as the device was rotated at a 45 degree angle, unlike the first attempted prostar xl. There was no adverse patient sequela. The physician is reportedly in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect sheath size. The prostar xl 10 f system is designed for use in conjunction with 8.5 f to 24 f sheaths. The prostar xl device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the needle was confirmed, as a needle strike mark was present on the posterior side of the barrel face, which suggests the needle might have deflected by an unidentified cause. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The probable cause for the needle strike mark on the barrel face during needle deployment was determined to be related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.